Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after a software upgrade, the bottom limb leads are not being recognized when attempting a 12 lead ECG. No adverse patient impact was reported.